Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that electrode #2 was greater than 4k ohms. It was recommended that they test electrode 2 to see if there is motor response. By the time rep got back into the room, hcp had removed the lead wire and implanted another lead. Same impedance issue was on electrode #2. Hcp insisted on neurostimulator(ins) replacement at this point, but impedance check showed the same issue again. Hcp then tested for motor response and it was actually better than the first lead. Hcp then closed. The issue was not resolved through troubleshooting. Additional information was received from a manufacturer representative (rep). The rep reported that there was never a determination of what caused the impedance issue. It was noted that the patient was doing well with good efficacy and sensation.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2jlmw, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 04-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: ins: the implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Lead: analysis identified that the conductors were crushed; there was no impact to electrical functionality. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was recently seen post op and was doing very well. They had no complaints and were very happy with their bladder symptoms improvement. They will "follow up shrines" on 8/18.